Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device follow-up showed shock impedance increase to >150 ohms multiple times. All other lead trends appear stable. Advised further lead evaluation including isometrics. Lead currently remains implanted. Should additional information be received, this file will be updated.